Event description:
The customer reported that while monitoring telemetry patients on a xhibit central station (xcs) all three displays went black. Tech support walked the user through performing a hard reboot of the xcs. Following the restart, two out of the three displays returned. Spacelabs healthcare technical support advised the callers to contact their internal biomed team to resolve the loss of third display. Several follow-up attempts were made to confirm that the display issue was resolved, however the customer has not responded. If additional information is made available, a follow-up report will be submitted in accordance with 21 cfr 803.56.

Manufacturer narrative:
Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.